Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a trauma to the implanted side two months ago. The hearing performance with the device is affected; the user does not respond to sound any more.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Mechanical influences, like the reported trauma may have led to a weakening of the fixation and therefore may have led to device mobility. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user suffered from a trauma to the implanted side two months ago. The hearing performance with the device is affected; the user does not respond to sound any more.re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report and the reported damage appear to match the damage found. This is a final report.

Event description:
The user suffered from a trauma to the implanted side two months ago. The hearing performance with the device is affected; the user does not respond to sound any more. The user has been re-implanted on (B)(6) 2019.